Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients knee was revised for patella pain and fracture. 29 mm symmetric patella was loose and removed, no replacement. Patient had some global laxity and the 13mm insert was replaced with a 16 mm insert. On 4/2/2018: sales rep confirmed via phone call that the patients' patella bone was fractured, the patella implant was not fractured.